Event description:
A technician reported the pt interface lost suction during flap creation on one eye of a pt. The flap was reported to be incomplete. There was no reported impact to the pt, however, a second surgery will be required to complete the flap creation at a later date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).